Manufacturer narrative:
The reported failure was confirmed through analysis. Visual inspection revealed rust color under ring 1 electrode. Dried body fluid was found on the handle, main shaft, and distal end. Dried saline was found on the distal end and inside several irrigation ports. Continuity checks revealed no electrical opens or shorts and all electrodes, sensor and thermocouple resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. X-ray inspection noted foreign material inside the distal end cavity. Although the device passed all electrical and functional testing, the dried saline found inside the distal end cavity can cause electrical shorts to the thermocouple. The exact source of the leak could not be identified. The complaint investigation conclusion code is design inadequate for purpose.

Event description:
Reportable based on device analysis completed on 24 march 2020. It was reported that error message d06 "temperature out of range" was observed. During an ablation procedure to treat atrioventricular nodal reentrant tachycardia in the accessory pathway an intellanav mifi open-irrigated ablation catheter was selected for use. After four minutes of ablation, error message d06 "temperature out of range" appeared and high temperature reading was noted on the generator. The catheter was removed from the patient and visually inspected. No visible issues were noted with the catheter. The catheter was flushed through and inserted back into the patient but the temperature increased again, causing a high temperature reading. The procedure was completed by exchanging the catheter and the ablation catheter cable. No patient complications were reported and the patient's current condition is fine. However, device analysis revealed a foreign material and leak in the distal end cavity, which can lead to electrical shorts in the thermocouple.